Event description:
Drive medical rollator r8bl. Walker's right front wheel fork unthreaded from frame. My father-in-law was sitting on the rollator when the wheel gave way. He fell to the floor, pulling back muscles. Three days later, he is still in pain, but able to walk.